Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the rinse block cylinder was cracked. The fse replaced the cylinder which repaired the leak. The fse also found that the solenoid for pinch valve pv53 was not actuating the valve. The fse replaced the solenoid, which repaired differential vote outs noticed by the fse. The fse also found the instrument was giving red blood cell (rbc) errors. The fse cleaned the dirty rbc aperture which resolved the issue. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the secondary probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.